Event description:
The device was received at boston scientific's return product department.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert (voltage was too low for projected remaining capacity). Ts discussed the issue (premature battery depletion/high current drain) and recommended that the patient be scheduled for an in-clinic device check. At that time, a data upload should be performed and the disk sent back for data analysis. Additionally, the patient should be scheduled for a device replacement procedure. Ts received information that a data upload was performed and the disk was enroute via e-mail for analysis. Upon receipt of the data disk, review by in-house engineering confirmed that a low voltage fault had occurred in (B)(6) 2013. The measured voltage was 3.013 volts and therapy delivery remained unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. The data indicates that there is sufficient reserve for the device maintain normal therapy functions for 7 days' time. The patient should be scheduled for device replacement. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The chonic device was explanted and replaced without incident. The device is enroute to boston scientific for laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
Upon receipt, the device will undergo laboratory testing to determine root cause.